Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's software was reloaded to address the issue. In addition of the above evaluation, the device's blower assembly, blower bellows, blower mount, machine flow sensor, tubing-fio2, tubing- system board, tubing-blower chassis, tubing- low flow o2, and muffler assembly were replaced due to contamination. The unit was programmed. The unit passed final repair test.

Manufacturer narrative:
Device not returned.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.